Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was exchanged for a shorter length lens. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).